Manufacturer narrative:
The manufacturer is reporting the following complaint after a voluntary review of all complaints (reportable or not) since 2016. This report is being filed now, after being scrutinized under a newly revised risk matrix, recently adopted after inspection. The customer notified cardioquip that a patient was involved during the malfunction although no patient information was communicated. Cardioquip's investigation determined that the cpg pump was nonfunctional. Following replacement, the device passed inspection, and is fully operational.

Event description:
Customer reports that the device will not cool on their cpg lines